Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a bluetooth pairing failure. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was reviewed and did not contain a bluetooth pairing failure event. However, the data evaluation did confirm a transmitter failure. The reported event of bluetooth pairing failure was not confirmed. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.